Event description:
It was reported that device entrapment occurred. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. However during imaging, a foggy like image was noted. When attempting to pull the device back, it was stuck at a certain point. The device was removed intact from the patient and was kinked at the proximal part. The procedure was completed with a different device. No patient complications were reported.